Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was used during a procedure on (B)(6), 2006. According to the complainant, the patient suffered serious bodily injuries, including extreme pain and erosion of internal bodily tissues. The exact nature of all bodily injuries is unknown. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.